Manufacturer narrative:
(B)(4). The reported complaint of "wound re-opens after staples removed" could not be confirmed based upon the representative sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The sample was returned in its original packaging as a representative sample. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hemostasis stitches on the scars of patients operated on in the department had to be re-done. The staples remain attached to the scar without closing properly the patient's scar. Staples don't seem to close properly, they are too wide". A new stapler was used to complete the procedure. No patient harm or injury, the patient status is reported as "fine".

Event description:
It was reported that "hemostasis stitches on the scars of patients operated on in the department had to be re-done. The staples remain attached to the scar without closing properly the patient's scar. Staples don't seem to close properly, they are too wide". A new stapler was used to complete the procedure. No patient harm or injury, the patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.